Manufacturer narrative:
This report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on may 16, 2022 that on (B)(6) 2021 the patient underwent a primary fusion procedure in the lumbar and the sacrum spine for treating degenerative disease. The procedure was completed without surgical delay. On may 16, 2022 it was found that the screw had been loose in the centrum. The patient is expected to undergo a revision procedure at the end of may. This report is for one (1) unknown screws this is report 1 of 1 for complaint (B)(4).